Manufacturer narrative:
The reason for this revision surgery was to remedy the patient's joint instability after 2 months, 28 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 139 prior complaints reported against this part; with 20 of these complaints having the same failure mode of stability,poor joint. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Factors which may cause joint instability that are not associated with the implants are; incorrect implant selection, incorrect surgical technique or patient bone deterioration. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to instability of shoulder joint.